Event description:
It was reported that an electrosurgical unit (esu/generator) was used in a colonoscopy to cauterize. The settings for the esu were soft coag at 60 watts. The unit was then adjusted to forced coag, 25 watts because there was more cauterization than desired. A day after the procedure, a perforation was detected and a sigmoid resection was performed to address the situation. The pt is now home and stable.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The eval included an electrical safety check, a function check of each of the equipment's features, and a power output check of the generator. The unit was/is within specifications. Specifically; all of the outputs were found to be present, consistent, and within specifications. Also, all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) for the esu. In conclusion, no equipment problem was found that would have caused or contributed to the event. The customer is being notified of our findings. To further address the issue, additional in-service work was performed at their facility on 09/15/09. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.